Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated alert 42 indicating a motor current sense failure, including a restart alarm, which persisted after a full supply change and multiple restart attempts at different locations, leading the caregiver to transition the patient to backup insulin therapy. Symptoms included hyperglycemia with readings reported as ¿high¿ and elevated glucose above 180 mg/dl for several hours, with alerts for prolonged hyperglycemia. Outcomes included use of subcutaneous insulin by pen for correction, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included verification of alerts in device history, confirmation of shipping and return logistics for replacement, and instructions to shut down the device and to use cgm independently. Investigation of this case revealed a device malfunction consistent with a motor sensing or drive system issue within the pump mechanism, as evidenced by persistent alert 42 after troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump¿s motor current sensing function , host chip on the mainboard stopped communicating with the motor, causing an alert 42.